Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, a review of tracking and trending data, testing with a retained reagent kit, and a review of product labeling. Ticket searches determined normal complaint activity for the likely cause lot. Tracking and trending did not identify any trends. A retained kit of reagent lot number 08217be00 was tested in a sensitivity setup. Results of this setup did not implicate that the sensitivity performance of the lot is negatively impacted. The reagent kit showed normal performance without false non-reactive results. No issues were identified. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
Complete patient identifier (B)(6). All available patient information has been included. No additional patient details are available. This event is being filed on an international product, list 08p07-32, that has a similar us product, list 8p07-21 /-31. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false nonreactive (B)(6) ag/ab results for a patient when processing on the alinity I. Sid (B)(6) generated a serum result of 0.328 s/co and retest was 1.053 s/co. The plasma sample was 0.218 s/co. No impact to patient management was reported.